Event description:
It was reported that the lead exhibited a high pacing threshold. The patient was pacemaker dependent. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.